Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found within specification and the customer reported issue 'will only react to downstream occlusion when alarm was set to low' could not be reproduced during evaluation. The device occlusions occurred within specified pounds per square inch (psi) ranges and within reasonable times. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device had low audio. The cause was identified to be a failed speaker on the rear case which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump would only react to downstream occlusion when the alarm was set to low. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.